Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 3months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved, patient presented bone type iii and bone graft was executed.